Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that bd insyte 20ga x 1.16in was damaged. The following information was provided by the initial reporter: " event 2: peripheral venous catheter # 20 was requested for cannulation, at the moment the patient is punctured, return is evident, the catheter is advanced and it is evidenced that the catheter blooms in the middle and this implies a new puncture of the patient. Patient diagnosis: renal failure, sex: female, age: 30 years. Catalog 38831414, lot 1131191. Date of the event: (B)(6) 2021."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte 20ga x 1.16in was damaged. The following information was provided by the initial reporter: " event 2: peripheral venous catheter # 20 was requested for cannulation, at the moment the patient is punctured, return is evident, the catheter is advanced and it is evidenced that the catheter blooms in the middle and this implies a new puncture of the patient. Patient diagnosis: renal failure, sex: female, age: 30 years. Catalog 38831414, lot 1131191. Date of the event: (B)(6) 2021."